Manufacturer narrative:
All available information indicates the device remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was reported to have high out of range impedance measurements. The health care professional (hcp) indicated they would likely investigate this issue invasively. The field representative was contacted. There were no adverse patient effects reported.

Manufacturer narrative:
Additional information was received that this lead was surgically abandoned. A new rv lead was implanted without issue. There were no additional adverse patient effects.